Event description:
It was reported that the patient experienced "surges" and would then lose stimulation. The surges became more frequent, and the patient went through multiple packs of batteries. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)